Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014. Inratio2: 1.7, 2.2. Lab: 3.4. Time between inratio and lab testing about 2.5 hours. Therapeutic range: 2-3. Pt self tester states they recently stopped antibiotics.